Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: patient is a man, (B)(6). Diagnosis: cancer of the rectosigmoid colon t3nxmo. Planned surgery: (B)(6) 2018 - laparoscopic resection of the sigmoid and rectum with the formation of hardware sigmorectal anastomosis. Emergency surgery: (B)(6) 2018 - the failure of the anastomosis. Laparotomy. Extirpation of sigmorectal anastomosis, formation of hardware "neosigmorektoanastomoz", preventive transversostomy. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? For all cases of stapler fire we invite experienced surgeons. Where in the green gap setting scale was the indicator located prior to firing? Usually indicator located close to the lower mark (fully closed). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No, opposite; so easy to close. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, normal donuts on direct vision. Was a complete washer transection confirmed? What does is mean ¿complete washer transection¿. Was a leak test performed? If so, what was the result? We do not do routine leak test. How did the failure of the anastomosis present itself? Were there any staple formation issues identified at any point in patient care? If so, please describe the shape. Please, explain what exactly you mean? Does the surgeon believe there were other contributing factors to the leak to include patient tissue health? Please explain. No other factors apart stapler problems, as we did more than 200 stapler anastomosis since january without any problems "till" now. What is the current status of the patient? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The question about the washer transection was referring to the white plastic washer in the anvil that is cut when the firing stroke is completed. Upon inspection of the donuts, the cut washer should be visible. Was it confirmed that the washer was completely cut? Were any malformed/improperly formed staples observed during the initial procedure or at reoperation? What is the current status of the patient?

Event description:
It was reported that there was an adverse event. The case of insolvency of the inter-intestinal anastomoses with the use of the circular device cdh33a in the early postoperative period was reported, resulting in fecal peritonitis in the patients and they were urgently transferred to the intensive care unit where they are staying now.